Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. It was reported that during the procedure the device stylet and cannula was allegedly not released firing button also got stuck. No coaxial needle was used. The procedure was completed by using another device. There was no patient reported injury.